Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accutni) results generated by the unicel dxi 800 access immunoassay system for a single pt sample. A patient sample was test for accu tni and a result of 1.91ng/ml was reported out of the lab. The result was questioned by the physician and the sample was retested and, 2 results of 0.06ng/ml were obtained. A corrected report was sent. The sample was tested on a different instrument in the customer's lab and results were: 0.04ng/ml and 0.05ng/ml. A subsequent draw of the pt was lower (0.03ng/ml, 0.05ng/ml, 0.04ng/ml). The result of 0.04ng/ml was reported out of the lab. Customer is unaware of any change in treatment to patient.

Manufacturer narrative:
Qc is run every 24 hours and was in range prior to the event. A system check provided from 2008, was within specifications. No flags or event log messages occurred in conjunction with this event. The specimens were collected in bd, plastic lithium heparin tubes with gel separator and were centrifuged at 5,140 rpm for 5 minutes. A field service engineer (fse) was dispatched to the customer's lab: the fse performed hardware verification, diagnostic and precision testing; all results passed. Customer indicated that there have been recent instance of fibrin in samples, and they have not discounted the fact that this issue may be pre-analytical rather than hardware related. The fse returned to the customer's lab and performed carryover testing on sample probe, which passed. The fse assisted customer in setting up auto-reflex testing. Although pre-analytical sample handling is considered a contributing factor, no clear root cause had been determined to date. A malfunction will be assumed for the purpose of this report.